Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml, 950 mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that a small leak was noted on the proximal portion of the existing catheter during a normal pump replacement on (B)(6) 2021. The hcp identified the small leak and cut the portion of the catheter and replaced that portion with a new 8784 catheter connector kit. A dye study was performed after the repair of the catheter and no leaks were identified. There were no symptoms reported by the patient's mother. The patient was non-verbal. In pre-op, they were asked if the pump had been working well for the patient and if there were any issues noted other than it being time to replace the pump due to nearing eri date. The patient's mother reported no issues with current therapy. The issue was resolved at the time of this report. The hcp admitted the patient to stay overnight following the pump replacement and catheter revision for observation and monitoring as well as any titration that may be needed. The dose was decreased from 950 mcg/day to 500 mcg/day.